Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that the customer experienced low and elevated blood glucose (bg) levels (bg values not provided). Although requested, customer declined to provide additional information and declined tandem technical support's offer to troubleshoot for the fluctuation bg levels.